Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 2 colony forming units (cfus)/ml of streptococcus vestibularis in the auxiliary water channel on (B)(6) 2024. It was retested on (B)(6) 2024, and no contamination was detected. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the legal manufacture¿s final investigation. Despite good faith attempts, the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Correction added to fields: b5, e3, and g2 (added user facility, company representative was inadvertently selected on the initial medwatch). Additional information added to fields: d9, h2, h3, and h6. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 2 cfu/ml. Bacterial identification: streptococcus vestibularis. Sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 0 cfu/ml. Bacterial identification: no detection. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unspecified number of colony forming units (cfus) of staphylococcus. It was not specified which channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.